Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced an ¿unable to proceed¿ message during a supply change. The user completed a full supply change and successfully resumed insulin delivery. Blood glucose levels were unaffected and no long-term health effects were reported.